Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. A request was made to have data from this device analyzed. Technical services consultant recommended replacement. To date, this pacemaker remains in service. No adverse patient effects were reported. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. To date, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem and field h6: device codes.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. A request was made to have data from this device analyzed. Technical services consultant recommended replacement. To date, this pacemaker remains in service. No adverse patient effects were reported. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem and field h6: device codes.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. A request was made to have data from this device analyzed. Technical services consultant recommended replacement. To date, this pacemaker remains in service. No adverse patient effects were reported.